Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the output connector assembly was broken. It was additionally noted that the upper and lower cases as well as the hanger assembly were broken, capacitor c277 on the main printed circuit board was damaged so the encoder assembly was replaced as a preventative and one knob was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for cracked atrial/ventricular (a-v) connectors as well as a test and calibration. No patient complications have been reported as a result of this event.